Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had unexpected restart, displayable history crc check failed on startup and external ram crc error alarms. The customer¿s blood glucose was unknown. Troubleshooting was done and insulin pump alarmed unexpected restart again after changing the battery. The customer was advised that the insulin pump needed to be replaced and was advised to monitor the insulin pump. Customer was assisted with self test and test did pass. The insulin pump will not be returned for analysis.